Manufacturer narrative:
There has been a previous report rec'd where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Please note that while this prod is not sold in the us, it is considered similar to prod that are when taking into account composition and indications for use. The device was evaluated and found to a bad measurement cable and control board. Both were replaced.

Event description:
In this event it was reported that a propex ii apex locator provided incorrect measurements; the event outcome is unk as of this MDR eval. Add'l info has been requested, but is not yet available.